Event description:
Barrel was dented but not detected when blood was drawn until it leaked. Leakage occurred once the stopper came in contact with the dent. Blood leaked out, but no harm to clinician or pt. Only one syringe found damaged in this box.

Manufacturer narrative:
No devices returned for examination. Investigations are currently ongoing to identify the potential sources contributing to this condition in the syringe MFR and assembly process. A review of our complaint database shows that no other incidents have been recorded for this condition and lot number. Analysis of complaint data over the past two years reveal that this type of incident occurs at a chronic low level in relation to the total volume of syringes produced.